Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "visibly damaged soft key - delayed output/no response" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second blue key from the left on first row which was inoperative and worn out. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a delayed output/no response during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.